Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 11/21/2016 pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised due to growth of bacteria in cultures taken during the primary surgery two days prior. The poly liner was exchanged, the patient had an incision and drainage and antibiotic beads were placed. Cup and stem are listed on (B)(4). (B)(4) for initial surgery. Doi: (B)(6) 2014, (B)(6) 2014. (Left hip).